Event description:
Date of event: (B)(6) 2006 original implant date of rv/ICD lead (B)(6) 2006. Potential problem noted w/ nips/dft test on (B)(6) 2006 - intermittent sensing at 1.2 mv r wave. Pt scheduled for lead revision on (B)(6) 2006. Lead could not be unaffixed with "a-frame" - entire lead was 'torqued' to unaffix 'screw' from heart. While 'torquing' lead the suc coil was visibly, on fluoroscopy, 'uncoiling'. The lead was replaced in (B)(4) of being repositioned.